Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 6, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 2645, 4582, 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A video was provided of the actual sample that showed; while priming fluid was circulating, air was observed flowing from the top of the oxygenator into the purge line. The tubing was attached to the bcp port though the clamp was closed; suggesting that there was no flow from the bcp port. And there was an approximately 200ml of blood volume in the reservoir. The manufacturing and incoming inspection records were found to have no anomalies. Based on the video provided, a possible occurrence that air entered into the oxygenator for a certain reason. However, without the actual device, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that indicates there was no delay, the product was changed out, and the procedure was completed successfully with no patient effect.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed drawing air from the bottom of the recirculation line. It is unknown if there was a delay in the procedure, if product was changed out, if the procedure was completed successfully and if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. No patient involvement.